Event description:
It was reported the device reached elective replacement indicator (eri) after being implanted for four and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on 11-nov-2011, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.61 volts minimum between 06-oct-2011 and 15-dec-2011. Patient alert for low bv on 11-nov-2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.61 volts minimum between (B)(6) 2011. Patient alert for low bv on (B)(6) 2011.